Event description:
Clinical narrative: an impella cpsa c9 device was inserted into the femoral artery in a patient presenting in acute myocardial infarction (ami) and cardiogenic shock. The patient's demographics and comorbidities were unknown. While the patient was in the intensive care unit (ICU), the impella leg was blue and mottled. A fem-fem bypass was not possible due to the patient's severe peripheral vascular condition. It was reported that the patient expired on support. The death is conservatively being reported on the impella due to the ability to conclusively dissociate the pump from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in b2. Corrected information has been provided in d3(manufacturer fax). The root cause of the injury was unable to be determined due to insufficient clinical details.